Event description:
Information received from the (B)(4) registry, subject: (B)(4). Treatment of a large unruptured saccular sidewall aneurysm measuring 16mm x 6.5mm located in the right ica (internal carotid artery). The patient presented with neurological symptoms of diplopia, eye-pain, headache, ptosis and facial pain affecting cranial nerve iii. The baseline mrs (modified rankin score) = 1 (no significant disability, able to carry out all usual activities, despite some symptoms). On (B)(6) 2013, the patient underwent pipeline embolization treatment involving one pipeline (5.00mm x 20mm). The subject was on antiplatelet therapy prior to the procedure and was given heparin intra-operatively. During the procedure, the dyna CT (computed tomography) scan demonstrated that the proximal aspect of the pipeline did not optimally open. Balloon angioplasty (an option presented in the instructions for use, u.s.) Was performed on the proximal aspect of the pipeline. Another dyna CT scan showed the pipeline completely open. The entire neck of the aneurysm was covered by the pipeline. No side branches originating from the aneurysm were covered. Post pipeline and post pta markedly improved stasis within the aneurysm. The mrs = 1. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
Additional information received on (B)(4) 2014: on (B)(6) 2013, the patient presented with a non-serious, mild adverse event of lightheadedness. Patient is on atenolol and followed up with her cardiologist. On (B)(6) 2014, patient stopped atenolol and started norvasc. On (B)(6) 2014, patient stated there was an intervention required for this event. Adverse event is ongoing and relatedness is unknown. (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
Additional information received on 10 jan 2014: on (B)(6) 2013, the patient experienced a moderate non-serious adverse event of a right groin hematoma. On (B)(6) 2013, the patient presented to the outpatient clinic and was sent for a doppler study that revealed a moderate, serious adverse event of a right groin pseudoaneurysm measuring 1.5 x 1.7 cm in size. The patient was admitted to the hospital, treated with a thrombin injection, and discharged on (B)(6) 2013. On (B)(6) 2013, the pseudoaneurysm and the hematoma had resolved. Both adverse events were reported as procedure related. (B)(4).